Event description:
It was reported that the programmer had a system error while trying to interrogate a device. The service diskette will be run to fix the error and update the programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.